Event description:
It was reported that the atrial lead was not capturing and not sensing. The atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead 2005-(B)(6). (B)(4).